Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd alaris smartsite extension sets experienced leakage. The following information was provided by the initial reporter: contrast medication leaked after connecting with the open end for power injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-apr-2022. H.6. Investigation: three 20041e samples were received without packaging for investigation; residual fluid was present in the returned samples. The customer reported the affected product to be from lot 20075513, however analysis of the affected lot number determined that it was not related to the affected product. Further information provided by the customer indicates that the leakage was from the smartsite of the component during injection of contrast. A visual inspection of the 20041e products revealed no defect or damage which could have contributed to a report of this nature. Pressure testing was conducted by connecting the female luer of the 20041e products to a 50ml bd plastipak syringe from bd stock whilst occluding the male luer; no leakage was observed. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience.

Event description:
It was reported that 3 bd alaris smartsite extension sets experienced leakage. The following information was provided by the initial reporter: contrast medication leaked after connecting with the open end for power injection.